Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device was used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, PMA/510(k) number - ni, manufacture date ¿ ni.

Event description:
Information was received based on the review of : "the fate of spacers in the treatment of periprosthetic joint infection". It was reported that five patients in the study underwent gridlestone procedures due to unknown reasons.